Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "overheating" was confirmed. Reliability engineering evaluated the device, and the attachment exceeded temperature requirements due to corrosion, wear, and damage to the bearings and gears of the attachment. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device exceeded temperature requirements. It is unknown if the device was used during surgery. It is also unknown if injury or medical intervention occurred. There was no additional information provided.